Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: ventral hernia repair. According to the reporter: post-operatively 3-4 days, the pt presented with severe abdominal pain. The pt was brought back to the operating room and surgeon found the center of the mesh had ruptured and the bowel was protruding through the mesh. Surgeon removed portions of the existing mesh. It could not be reported how the case was resolved. At this time, the pt is still hospitalized.